Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The device was returned to caire for an evaluation. With the exception a qdv lip seal leak, the stroller liquid oxygen portable test unit met its functional specifications. Additionally, the test unit showed no signs of fire damage. The adverse event form states that the patient, actively using the test unit at the time, caught the cannula on fire while smoking. Based on the description of the incident and the lack of fire damage to the test unit, it indicates that the fire originated at the cannula and it did not reach the test unit.

Manufacturer narrative:
Caire is attempting to have the unit returned for an evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
A patient suffered an injury while using a lox product. According to the care home, the patient is a smoker and was on the balcony of the building with whiskey and a cigarette when the nasal cannula caught fire. The patient suffered burns to her mouth, behind her ears, and to her hair, and her face was covered in soot. The patient is undergoing plastic surgery. According to the psychiatrist at the care home, the patient is not a danger to herself or others, and can be discharged back to the care home.